Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes, customer found clumps and not fully mixed with blood, which resulted in poor coagulation. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿anticoagulant clumps, granular anticoagulant can not be fully mixed with blood, resulting in poor anticoagulant effect, and eventually lead to needle plugging, affecting the efficiency of the laboratory.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality and clotting was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to additive abnormality and clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting/additive abnormality) because the defect was not evident in the testing of the complaint lot samples. All parameters of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality and clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to additive abnormality and clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes customer found clumps, and not fully mix with blood, which resulted in poor coagulation. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿anticoagulant clumps, granular anticoagulant can not be fully mixed with blood, resulting in poor anticoagulant effect, and eventually lead to needle plugging, affecting the efficiency of the laboratory.¿